Event description:
Olympus medical systems corp. (Omsc) was informed that during adrenaline injection to stop bleeding, the needle didn't come out of the tube. There persisted the same phenomenon, even after the tube was straightened out. The doctor completed the procedure with another device. The patient released on the same day. There was no patient injury regarding this report.

Manufacturer narrative:
The subject products were not returned for evaluation. The exact cause of the user's report couldn't be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc, having taken the past similar cases into consideration, concludes that it is due to a kinked sheath caused by physical stress loaded on the tube during inserting into the endoscope, taking out from the sterile package, or using the instrument. This report is being submitted as a medical device report in an abundance of caution.